Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead, the customer provided a copy of the power on self test, summary report information and the reported malfunction was observed. The customer indicated that the defib-monitor flex cable assembly was replaced to resolve the malfunction and the device was returned to service. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.